Event description:
It was reported the lead was overstretched and broken at the extension/conductor portion. The lead was replaced. No symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal the connector area of the lead had been severely stretched and the #3 conductor was broken at the #3 connector weld site. The distal end of the lead was intact and undamaged.